Event description:
A (B)(6) female pt contacted zoll customer support to report a defective charger and battery pack. The pt was provided with a replacement charger and battery.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (defective battery charger) has been confirmed. As received, the charger would not power up. The cause of the problem is due to disconnected pins in the charger's power supply connector. The root cause cannot be positively identified. No adverse event resulted from the defective power supply connector. The pt received a replacement battery charger. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. The battery was not able to hold a charge because of a leaking cell. The root cause of the leaking cell cannot be positively identified. The battery was also discovered to have a cycle count greater than 200 and has ended life expectancy. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack. Device MFR date - battery charger sn (B)(4): 02/2007; battery pack sn (B)(4): 01/2009.